Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After the reporter was instructed to remove the maj-1430 video scope cable from the cv-190, the error no longer occurred. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "e315," unsupported scope error occurred when connecting the olympus, model cv-190, evis exera iii video system center to olympus, model series 180 and 190 scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain the occupation of the reporter but were not successful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.